Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The probable root cause is attributed to mishandling and recognition issues of the instrument.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not apply the clip. The customer attempted several times, but the medium-large clip applier instrument still failed to apply the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.